Event description:
Vent began alarming at 0400. Alarm status indicated "vent inoperative - safety valve open". Pt was bag ventilated, the respiratory staff was called. The vent was replaced without adverse effect on the pt. The vent was cleaned and sent to the bio-med service for evaluation.